Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they were told to call the manufacturer if they ever needed to come back in and have a reset done. Patient said they had to have it done once and when they called the doctor they said they didn't need to call them because they could just meet them there in this area and they could hook her up and redo it. Patient stated the device is not working hardly at all. Patient can feel the stimulation going down her legs but across her back it takes all her energy to stand on her feet for 4 hours. Patient mentioned they have fallen and had a couple trips and falls. Patient asked if they needed to get an x-ray to see if the wires were where they were supposed to be and the doctor said no, it just needs to be reset. Patient then said the device took care of the pain on the left side over to the middle of the back but not far enough and it's kind of like stopped on the right side of the spine and it didn't go all the way to the other side. Patient doesn't remember when they redid it but it's been maybe a month and a half. Pt states called someone 3 weeks ago, name was unknown and he advised pt to call the doctors office first. Patient has tried all the groups and tried to increase and it still is not the correct coverage. If they increases it too much they feels like her whole insides are jiggling and it gives her diarrhea really bad if they turns it up too high so they tries to keep it down as low as they can. Patient changed to group b and nothing is helping right now. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was patient reported that they feel like their stimulation was not working very well and this started a few months ago and is getting worse. Patient stated they have maximized all the groups on their ins and increased the stimulation to the highest they could. Patient stated that group a does not do squat for them and they switched to group b yesterday and had the stimulation up to 11 but they would feel pain clear across their back all the way to their right side. Patient stated that they were currently in group c and it was the best group so far out of all the groups however it was not stopping the pain like it was supposed to. Patient stated they were on intensity 9 on group c and they feel tingling right down their legs. Patient stated they do not feel the ins working on their right side, at least not enough to do much. Patient also stated that they would need to turn the ins off before they sleep because if they keep the ins on it would wake them up because they would feel stimulation run all the way down their legs when they arch their back or stretch a certain way and the stimulation was not stopping the pain at all. Patient also mentioned that they could not stand for more than 4 hours and if they did their back would hurt them. Patient mentioned that last time them met with their hcp they had the device reprogrammed by a rep. Patient thinks that maybe the leads got loose because they had a couple of falls that injured their knees, but when they suggested an x-ray to their hcp they were told it was not necessary and all they needed was to call patient and technical services (pats) to have the ins reprogrammed. Agent reviewed rep and hcp role and redirected patient to their hcp. Agent also sent an email to the field for visibility.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.